Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The blood glucose at the time of the incident was 400 mg/dl. The customer stated she had done troubleshooting before, but the alarms were still happening. She confirmed she tried different cannula lengths, insulin was not expired and she rotates sites and avoids scar tissue. The customer then reported that the insulin is cloudy. She explained that insulin is stored in the refrigerator and uses it directly from it. She stated she had tried using it at room temperature before but it would still get cloudy a few hours after filling the reservoir. The customer was advised to contact the doctor to discuss the insulin issue and to use reservoirs and infusion sets from a different lot. The product will not be returned for analysis.